Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetics ketoacidosis. Blood glucose reading was 220 mg/dl. The customer stated that he was using auto mode feature active at time of event. The pump will not be returned for analysis.